Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Visual inspection: the returned device was examined and was found the distal tip was found to be stripped. No further visual defects or deficiencies were noted. A device failure was identified. Dimensional inspection: an accurate measurement of the twisted tip diameter could not be achieved at cq because of the post manufacturing damage. However, the shaft diameter just proximal to the stardrive tip is measured below: drawing: 03_130_010 rev c. ø of shaft: 2.35 mm +0/-0.05. Measured dimensions: ø: 2.34 mm; conforming. Device used: ca802. Document/specification review: the following drawing(s) was reviewed; stardrive screwdriver shaft t4: 03_130_010 rev c/d. Review of the manufacturing record evaluation showed that nc-23253 was generated due to supplier certification and inspection sheet cmm program did not match. This non-conformance is not relevant to the complaint condition since the inspection sheet was updated to include the cmm rev c requirement as of 10 feb 2016. Balance of the record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation conclusion: a definitive root cause for the tip twisting could not be determined based on the provided information. It is most likely that excessive force during screw insertion occurred and it can be assumed that a mechanical overload led to the deformation of the screwdriver tip. In this relation page 50 of the variable angle locking hand system surgical technique guide (dsus/trm/0115/0505(2) 4/17) can be mentioned: "when inserting screws, use a two-finger tightening technique." During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Part # 03.130.010. Synthes lot # 9881569. Supplier lot # na. Release to warehouse date: 08 apr 2016. Manufactured by synthes monument. Nc-23253 was generated due to supplier certification and inspection sheet cmm program did not match. This non-conformance is not relevant to the complaint condition since the inspection sheet was updated to include the cmm rev c requirement as of 10 feb 2016. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an unknown surgery with the stardrive screwdriver shaft in question. During the procedure, the surgeon could not hold the unknown screw with the stardrive screwdriver shaft. The tip of the shaft was deformed helically. The head of one unknown screw was stripped by the shaft and the screw could not be used. Another screwdriver shaft and screw were used. There was no reported surgical delay. The surgery was completed with no adverse consequence to the patient. This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 2 of 2 for (B)(4).